Event description:
It was reported that the label information showed 2 different part numbers with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: same product, same lot number, but two different product codes. 368608 is an ancient code, discontinued since 24/09/01.

Manufacturer narrative:
Investigation: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect label information with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the label information showed 2 different part numbers with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: same product, same lot number, but two different product codes. 368608 is an ancient code, discontinued since 24/09/01.